Event description:
Tubing on one infusor was markedly rose tinted. All other infusors with same lot number had a clear color. The MFR was called a few mos ago when a faint rose tint was noticed for 6 infusors (all were tinted in one carton). The sterilization process was stated to be the reason. Infusors were stated safe for use at that time.